Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the tip broke off into the stopcock as it was being tightened. To aid in the investigation, one sample with no packaging blister together with a stopcock was received for evaluation by our quality team. The syringe barrel luer tip is broken off into the stopcock connector. No other defects or imperfections were observed. This defect could occur if excessive torque was applied when assembling the syringe to the stopcock. A device history record review was completed for provided material number 309653, lot 4263470. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 309653 lot # 4263470    verbatim: rcc received a complaint via email. Email(s) attached I would like to report an issue we had with one of the 50ml syringes. The syringe was being connected to a stopcock and the tip broke off into the stopcock as it was being tightened. The product information is below. We also have the syringe saved if it needs to be sent somewhere for investigation. No harm or injury.